Event description:
It was reported that the patient presented with an elevated heart rate. The right atrial (ra) lead appeared to be undersensing, resulting in inappropriate atrial pacing and false termination of atrial tachycardia/atrial fibrillation (at/af) events. The patient appeared to currently be in af on the current electrogram (egm) with no episode detected. It was also reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) resulting in possible inhibition of pacing. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2010; 429878 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.